Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient's nurse reported that the patient had a chemical burn where the front therapy electrode is located on the torso. Nurse stated that the chemical burn was from a leaking battery. The patient's physician removed the lifevest from the patient. Additionally, the nurses treated the chemical burn and applied a bandage to it. The medical outcome of the skin irritation is unknown as follow up attempts were unsuccessful.

Event description:
A us distributor contacted zoll to report that the patient's nurse reported that the patient had a chemical burn where the front therapy electrode is located on the torso. Nurse stated that the chemical burn was from a leaking battery. The patient's physician removed the lifevest from the patient. Additionally, the nurses treated the chemical burn and applied a bandage to it. The medical outcome of the skin irritation is unknown as follow up attempts were unsuccessful. Update as of 12/15/2021: the patient was inappropriately treated 4 times by the lifevest. The patient's neurological status at the time of the event was not reported. Motion artifact contributed to the false detections. The response buttons were not pressed during the event. The patient was in a hospital and ended use of the lifevest.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Update as of 12/15/2021: device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.